Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a homechoice cassette had particulate matter on it. The particulate matter was described as a white dot found on the connector of the heater bag line after removing the pull ring. This was found before use. There is no patient involvement. No additional information is available.